Event description:
On 07/09/2008, the pt reported that "for a month or so" the cannulas of her infusion sites have been kinking causing the site to be very sore and to bleed. She stated that the infusion sets have been from multiple boxes. She stated that she has been changing the infusion site up to once per day and she rotates her sites as much as possible. The pt was sent an infusion set insertion device, sample infusion sets, and info on infusion site mgmt. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No blood glucose issues were reported. The pt did not retain the alleged product. She will return the unused infusion sets from her current box.